Manufacturer narrative:
(B) (4). This product line has addressed all design control requirements and shown the device has met the predetermined requirements and that those requirements meet the needs of the user. Each device is sent with instructions for use (IFU), which describes the indications for use, warnings, precautions, and the proper deployment sequence. Specific to this case, the IFU emphasizes that morphology should be compatible with vascular access techniques and delivery systems of a 14-22 french introducer sheath. The IFU provides recommendations for proper selection of graft size based on pt's specific vessel diameter. The IFU also states: "vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization." Additionally, the IFU states: "key anatomic elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation (greater than 60 degrees for infrarenal neck to axis of aaa or greater than 45 degrees for suprarenal neck relative to the immediate infrarenal neck); short proximal aortic neck (less than 15mm)...necks exhibiting these key anatomic elements may be more conducive to graft migration." The failure mode assigned to this case is dissection. This failure mode was determined based on the provided event description. The physicians' comments are documented as: "due to narrow access vessel with calcification, it was extremely difficult to advance the main body delivery system, which might have caused a retrograde dissection." Additionally, the device was used outside the indications for use in multiple ways. It appears the access vessel was too small for the delivery system and the pt's proximal neck was shorter than the recommended length stated in the IFU. A definitive root cause can not be determined or reported at this time. However, the pt's anatomy may have been a contributing factor to the dissection. We will continue to monitor for similar complaints.

Event description:
A (B) (6) female pt underwent aaa repair on (B) (6) 2010. The pt's anatomical form was not suitable for aaa repair due to short proximal neck (6mm) and the left access vessel was partially narrow with inner diameter approximately 5mm. The physician performed balloon dilatation before inserting the main body delivery system. No endoleak nor reported incident was observed at a final angiography. After closing the puncture site, the pt was found to have no pulse, so the physician performed another angiography which revealed arterial dissection at left puncture site. The physician performed ballooning, but it was unsuccessful. So the physician surgically sutured desquamated inner layer, but stenosis partially remained near the puncture site. The physician performed another ballooning. The pt's blood flow was recovered so the procedure was finished. Pt's condition is good.